Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a broken reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that she had the insulin pump in her bra prior to the alarm. No further information reported.